Manufacturer narrative:
Analysis of the log files from the AED showed that the customer's failure to promptly address red asi warnings reduced battery life expectancy. As a follow up with the customer, the proper maintenance of this device was reviewed. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series aeds only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis.

Event description:
The customer reported that their AED will not power on and displayed "AED error or warning; service code or error upon new battery insertion". The unit was left in antarctica when the project was shut down during covid and when they replaced that battery pack because it was fully depleted, they received an error code. The reported event did not occur during patient use.